Event description:
The dealer reported that the concentrator shut down unexpectedly. It is unknown if the unit alarmed prior to shutting down to alert the user to switch to an alternate source of oxygen.